Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient stated she inserted the sensor on (B)(6) 2019 and it started 'blanking out' after four days and then it was then spotty throughout the day for two days. She went to the emergency room (ER) on (B)(6) 2019 because her sugar dropped. She stated the dexcom was not reading at all with an indication to call technical support if it continued for 3 hours. She stated that later while she was in the ER, she looked at it and it said to change the sensor. The patient could not recall what happened leading to the ER visit and was providing information given to her by her coworkers. The patient is a nurse and while she was at work at the hospital, she was getting ready to go home when her coworker (another nurse) noticed she was 'tripping over her tongue' and they took her car keys from her. She was sweating profusely; they tried to give her juice but she could not drink it so they called the rapid response team and took her to the ER as she had poor mentation, was not responding well, and was not speaking appropriately. They took her glucometer from her purse to check her glucose because the sensor was not reading anything, and her blood glucose (bg) was at 40mg/dl. The patient was in the ER for about 2 hours and was given an IV and something to eat to get her blood glucose back up. They checked her bg after feeding her and it was 61 mg/dl. A little later they checked it again and it was 82 mg/dl upon discharge. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.